Manufacturer narrative:
The subject device was returned to local service department of olympus, but not returned to omsc for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. It was not possible to identify the foreign material, but at least it was not from the endoscope. It was presumed that the event occurred by the following mechanism. The foreign material entered channel of the device and reached at the nozzle. If the foreign material was derived from the drug, the residue of the drug remained in the nozzle due to a lack of reprocessing by the user.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, a foreign material was found inside the nozzle. The foreign material was in a mass, yellow and transparent. The nozzle was not deformed. There was no report of patient injury associated with the event.